Event description:
It was reported that there was an issue with nr890m - enduro meniscal component f3 10mm. According to the complaint description, the patient experienced an injury after a long hike, and fractured the implant. The initial implantation of the right side was on (B)(6) 2019. The revision was performed on (B)(6) 2022. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Update: d9 - product return date. Investigation results: visual investigation: the rotation axis (nr874201) has fractured below the taper. The taper of the rotation axis shows visible damages on the surface. The rotation axis locknut (nb014206) is no longer located/fixed on the thread of the rotation axis. The breakage surface of proximal fragment as well as of the distal component show no abnormal material anomalies like foreign material inclusions or blowholes. There are no hints for a material failure. The thread of the rotation axis nr874201 as well as the thread of the rotation axis locknut nb014206 show no abnormal visible damages. The meniscal component (nr890200) is broken into 3 parts. The surface of the meniscal component shows no unusual damage or foreign material inclusions the locking ring (nr873202) and the bearing for rotation axis (nr873203) show no unusual damages. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: it could be possible that the fracture appears to have occurred due to a patient related recurring mechanical overload situation (extremely active patient). In this context the mentioned patient´s "accident" could possibly play a significant role. The meniscal component was damaged/destroyed during the explantation procedure. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.